Event description:
It was reported that the patient presented to the device clinic when an alert was triggered. It was noted that both the right atrial and ventricular pacing impedances were high, however lead thresholds, sensing, and capture had no issues. An x-ray was done, however there was no abnormal presentation in the connector area. Performance data was reviewed and because only the pacing impedances were affected, it was suggested that there may be a defective viz measurement circuit in the device. Device replacement was suggested, however, no intervention is planned at this time and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 15:00:21. The weekly pace lead impedance trend data shows an abrupt increase formax ventricular pace bi impedance equal to 475 to 4047 ohms peak between (B)(6) 2012 and (B)(6) 2012.